Event description:
It was reported that at the time of refill, the pump medication had been changed from lioresal 1300mcg/day to compounded baclofen and an unspecified narcotic at 1500mcg/day. Following the refill session, the pt experienced overdose symptoms of weakness, trouble breathing and hypotension. The pt presented to the ER the following day, which was about 12 hours after the refill, and was admitted to the ICU. The attending physician in ICU ordered that the pump be aspirated to change the compounded medication with lioresal. The dose was also decreased to 1300 mcg/day. The pt was discharged from the hospital and was looking for a new managing physician that just uses lioresal.

Manufacturer narrative:
.